Event description:
A sprinter legend ptca balloon catheter, 2.5mm diameter, 20mm length was used to treat a patient. During the procedure, the balloon was inflated to 14atms. The physician applied negative pressure prior to and during an attempt to remove the balloon, but resistance was noted. It was reported that a small wire appeared to have popped out the top of the catheter. The physician then removed all procedural devices - the catheter, guide catheter and the introducer. Patient was fine post procedure and no clinical sequelae have been reported. The device was returned to medtronic and evaluation has been completed. The returned device was attached to a guide catheter, guidewire and hemostatic valve. The balloon had been inflated. The inner and outer shafts of the device were ripped from the guide wire entry port to 1.8cm distal to this point. Approximately 3.0mm of the core wire of the device had exited the inflation lumen 4.9cm distal to the guide wire entry port. A large amount of blood was present in the guide catheter, and there was a large amount of congealed blood present in the inflation lumen and the balloon. Negative purge did not confirm the presence of a leak, possibly due to the congealed blood, which could not be dispersed by a water bath. Communications from the account confirmed that the balloon was not fully deflated when the physician began to withdraw the device. It is possible that the balloon was not given sufficient time to fully deflate prior to removal. It is possible that some force may have been applied resulting in the damage to the guide wire entry port and the distal shaft, however, this cannot be confirmed. The root cause of the event was most likely due a failure to follow IFU instructions.

Manufacturer narrative:
(B)(4): results and conclusions - balloon removed before it had fully deflated.